Manufacturer narrative:
(B)(4) date of initial report : 11/16/2015. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after the patient had undergone a total abdominal hysterectomy, the patient later developed a uterine artery embolism which required a second procedure to treat the embolism. The patient has fully recovered from the procedure.